Event description:
A company representative reported that a patient was revised approximately eight months post-operatively to address one migrated xia 3 titanium blocker and one migrated denali straight deformity rod. This report captures the rod.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.